Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) displayed "system error, out of service, revert to manual CPR" message was confirmed during functional testing and archive date review. The investigation findings revealed drive train motor brake air gap was out-of-specification (too wide). The root cause was due to worn out screws which locks into the drive train motor shaft dimple in which is likely attributed to normal wear and tear. The autopulse platform is nearing its expected serviceable life of 5 years. No physical damage was observed on the returned autopulse platform during visual inspection. During archive data review, a ua139 (unable to hold compression position (system error)) was observed on the reported event date. Thus, confirming the reported complaint. To remedy the error message, the worn out screws were replaced and brake gap was adjusted to manufacturing specification. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No known impact or consequence to patient information was provided.